Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including disassembling, inspecting, cleaning, and reassembling the kit and tubing set. Following troubleshooting, the customer indicated that the troubleshooting did not resolve the issue. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. The customer was contacted by a complaint handler on multiple occasions, including in writing, to get additional information, with no response as of the date of this report the device was returned with parts/accessories, excluding the customer's tubing and breast shields, and was evaluated on 08/30/2019. A vacuum test was initially conducted with the customer's returned parts/accessories and lab tubing/breast shields and the pump failed suction specifications. A second vacuum test was conducted with all lab parts/accessories, including lab tubing/breast shields, and it also failed suction specifications. It was identified in the evaluation that there was residue on the membrane plate on the motor aggregate (refer to attached picture and product evaluation), which confirms the customer's report of low suction; however, ca11-001 found that it cannot be definitively concluded that a low vacuum breast pump causes or contributes to mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of (B)(6) 2013 to (B)(6) 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2019, the customer alleged to medela llc that her freestyle breast pump was having low suction and caused her to develop mastitis, for which she was prescribed an antibiotic. The customer indicated that the mastitis cleared up over the previous two (2) days.